Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the event and determined that the incorrect configuration was performed by a siemens customer service engineer (cse). Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2247117-2014-00051 was filed on september 12, 2014. MDR 2247117-2014-00051 supplemental 1 was filed on september 16, 2014. MDR 2247117-2014-00051 supplemental 2 was filed on september 19, 2014. Additional information (09/22/2014): the list of assays involved was added.

Event description:
The 14 samples which were impacted due to the misconfiguration were: human chorionic gonadotropin, troponin I, carcinoembryonic antigen, testosterone, sex hormone binding globulin, total ige, vitamin b12, high sensitivity c reactive protein, anti-tpo ab, folate, gi-ma (cancer antigen 19-9), br-ma (cancer antigen 15-3), cortisol.

Manufacturer narrative:
The initial MDR 2247117-2014-00051 was filed on september 12, 2014. Additional information (08/20/2014): the customer stated 170 patient samples were impacted. A siemens customer service engineer (cse) was dispatched to the customer site. The misconfiguration occurred when the cse was installing the versacell system. The cse re-configured the positions on the software, resolving the issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer stated that 170 discordant patient results were obtained.

Manufacturer narrative:
The initial MDR 2247117-2014-00051 was filed on september 12, 2014. MDR 2247117-2014-00051 supplemental 1 was filed on september 16, 2014.additional information (09/17/2014): upon follow-up the customer clarified that from the patients analyzed during the misconfiguration, only 14 of the samples had discordant results. Of the 14, 11 were not reported to the physician(s) and the 3 which were reported were questioned by the physician(s) and redraws were requested.

Event description:
Upon follow-up the customer clarified that from the patients analyzed during the misconfiguration, only 14 of the samples had discordant results. Of the 14, 11 were not reported to the physician(s) and the 3 which were reported were questioned by the physician(s) and redraws were requested.

Event description:
The automation rack on the immulite 2000 instrument, which is used to pick up and place tubes for testing, was incorrectly configured at the customer site and the software read the sample in position a as position c and vice versa. This led the instrument to pipette empty positions and report results above or under linearity. It is unknown if patient samples were affected or only quality control material. It is unknown if patient results were reported to the physician. There are no reports of patient intervention or adverse health consequences due to the software misconfiguration.